Event description:
The following has been reported: nurse reported: rn hung and infused decadron via secondary port. No movement or detachment noticed when hanging decadron via secondary port. When decadron infusion completed, rn went to hand another secondary with a new secondary tubing and when unscrewing decadron and secondary line entire secondary unscrewed along with k-zero needless connector. Initially administration set was primed with saline and secondary infusion was a decadron infusion. Once decadron was done infusing and secondary line needed to be changed, rn was able to easily unscrew k-zero needlesless connector. A preliminary review identified the following issue: administration set breaks (any part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. During evaluation performed, the k-zero needleless connector was detected detached from the secondary port. The k-zero needleless connector was not returned for evaluation. No traces of glue were observed around of the secondary port of the ivenix set. The customer complaint is confirmed. The most probable root cause of the reported incident is related to the lack of uv glue application during the manufacturing process or lack of curing time, which resulted in the luer from secondary port becoming loose and lost/missing. The current process controls detection include 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. The batch record fa25a07194 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.